Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Power connector plug in and locked in place properly, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had a black screen. The customer's blood glucose level was 137 mg/dl at the time of the incident. The customer stated that they were about to change the battery and noticed that the insulin pump did not work. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer reported that the insulin pump was neither dropped nor bumped. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.